Event description:
A consumer implanted for peripheral neuropathy reported seeing the elective replacement indicator (eri) message six months ago, and then saw the end of service (eos) message on (B)(6) 2016. According to the consumer they didn¿t realize nine years was the cutoff point, and if they had they may have reacted differently (indicating they were unhappy with how long the device lasted). It was noted the consumer had ongoing lower back pain due to neuropathy, but their pain increased when the implantable neurostimulator (ins) stopped working. A healthcare provider (hcp) later reported they were going to contact the manufacturer¿s representative (rep) to meet with the consumer on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.